Event description:
It was reported that a plate was broken and removed from the patient. The doctor did not realize the plate was broken until direct visualization in the operating room.

Manufacturer narrative:
Investigation in progress but not yet complete.